Manufacturer narrative:
No questionable results were reported outside of the laboratory. Reagent issues were excluded as the customer has had no further issues. It was confirmed that the customer used heparin gel tubes for the crej2 results. The customer also used fluoride plasma tubes for other tests. There is a high risk of cross-contamination between different tube types if the different tube types are not processed in a certain order. The investigation determined the event was due to a use error at the customer site. The investigation did not identify a product problem.

Manufacturer narrative:
The crej2 reagent lot number was 707498 with an expiration date of 31-oct-2024. The customer questions if an anticoagulant from another tube may have contaminated the sample. The investigation is ongoing.

Event description:
The initial reporter questioned the results for 1 patient sample tested for crej2 on 3 cobas 8000 c 702 modules on the same line. The initial crej2 result was 33 umol/l. The repeat result was [-] 14 umol/l with a data flag. The repeat results from the other 2 c702 modules were 226 umol/l and 103 umol/l. A new sample was obtained and the result was 80 umol/l.